Manufacturer narrative:
E1 phone number: (B)(6). One device was received for investigation. The reported issue was confirmed during review of the device event logs. However, the issue could not be duplicated during functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No root cause could be established for the identified issue. The device expulsor was trimmed as a preventative measure.

Event description:
It was reported that the pump was not infusing the proper amount and it delayed infusion for the patient. There was no report of patient harm.